Event description:
The customer reported via social media that their blood glucose readings would be inaccurate. The customer also reported having to change their site 2 times before insulin could be delivered. The customer also reported receiving no delivery alarms. Customer's blood glucose was not reported. The customer will not return their insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.